Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high threshold measurements with loss of capture at maximum outputs. A revision procedure was performed where the lv lead was surgically abandoned. No additional adverse patient effects were reported.